Event description:
The patient had a left modified radical mastectomy in january 1, 1994 and an immediate breast reconstruction. A expander with a textured surface was implanted and filled with 120cc normal saline.on january 20, 1994 a diagnosis of cellulitis on the left breast and isolation of staphylococcus aureus required explantation of the prosthesis. The patient was discharged on oral antibiotics.on march 4, 1994, a catheter was inserted into the patient's right chest for chemotherapy. On april 13, 1994, the catheter split and required surgical removal